Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial cycle of their automated peritoneal dialysis therapy. Reportedly, the hp was using an extension set in combination with a standard homechoice set for the first time, and neglected to connect the extension set to the pt line of the homechoice set until the prime cycle was amlmost complete. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp.